Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the lesion made the image dark and unrecognizable. Flushing was performed again outside the body; however, this did not resolve the issue. Air was then detected in the device and was not completely removed. The device was replaced with another of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the lesion made the image dark and unrecognizable. Flushing was performed again outside the body; however, this did not resolve the issue. Air was then detected in the device and was not completely removed. The device was replaced with another of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak or entrapped air were observed.